Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a broken u-link in the plunger that connects to the solenoid in drawer 3.2. This issue prevented the drawer's ability to open automatically when activated. A field service engineer replaced the plunger to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer failed to open.the customer reported that drawer 3.2 on the device was not opening. They inspected the back panel for any obstructions but found nothing, and there were no overfilled cubies. Although the door can be manually opened using the release mechanism, selecting the recover storage space option results in three clicks, yet the drawer remains closed.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this incident.